Manufacturer narrative:
(B)(4). The customer reported that the ac power led was not lit when the battery was in bay a. It was further determined that the unit failed to power up on battery power when the battery was in bay a. The unit was evaluated at philips and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and was returned to the customer site.

Event description:
The customer reported that the ac power led was not lit when the battery was in bay a.